Manufacturer narrative:
Device evaluated by manufacturer: the sentinel was received for analysis. Visual inspection identified the unit returned with the proximal filter unsheathed, the articulating distal sheath relaxed, the distal filter partially unsheathed, and no kinks or bends on the proximal sheath. Microscopic inspection identified the proximal filter to be partially detached from the looping forming. The partial detachment of the proximal filter can be attributed to excessive force applied to the device during attempted insertion, as well as operational factors such as handling/technique while manipulating the device.

Event description:
Reportable upon analysis 11 nov 2025. It was reported that difficulty inserting device occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve implant (tavi) procedure. While attempting to insert the device into the severely tortuous anatomy, difficulty was encountered. The sentinel cps was removed without issue and a new sentinel cps was utilized to complete the procedure. There were no patient complications. The device was received back for analysis with the proximal filter was partially detached from the looping forming.